Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly the buttons were sticking and not functioning properly. Patient could not recall how long the issue has been occurring. Patient stated that there was no evidence of moisture or corrosion within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/20/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up keypad button was intermittently responsive. There was evidence of keypad contamination found under the up and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.